Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The 24mm device was deployed and recaptured multiple times with no success. The was then kinked due to all of the torque on the device. The device was fully recaptured and removed along with the double curve was. The second was (single curve) was inserted along with the pigtail catheter to position the was coaxially, and while the second 24mm device was being prepped, the first effusion sweep was done and an effusion was noticed. No effusion sweep was done prior. The procedure was paused but after 15-20 minutes of monitoring, the effusion and patient hemodynamics remained unchanged. The second 24mm device was inserted, all while monitoring the effusion. The second device was deployed and fully recaptured as it also did not meet release criteria even with the different was. A final 20mm device was inserted and deployed and ultimately released after meeting release criteria. The patient remained hemodynamically stable the entire time and was eventually discharged the following day.